Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case, for the aged sheaths. Please reference related manufacturer report no: 2015691- 2021-03605.

Event description:
As reported by r&d engineering, during s3u max design verification testing, sheath tip tearing was observed on 7 of 30 samples (14f esheath model 914es). Tearing occurred during insertion of 20mm s3u max thvs (crimped onto 20mm commander delivery system) through 14f esheaths in a 37c degree water bath in the thv design verification lab. Prior to testing, all sheaths (n=30) were subjected to environmental conditioning and simulated distribution conditioning. In addition, half of the sheaths (n=15) were also subjected to 2 years of accelerated aging (65 days at 60 degrees c). Sheath tip tearing occurred on 3 of 15 of the accelerated aged sheaths.

Manufacturer narrative:
The three 14f esheaths were returned all with 20mm commander delivery systems and crimped valve fully inserted through them. Visual inspections were performed for all devices. For sample number 1, the distal tip was torn along liner edge. All score lines were present. The tip opened along axial score line but with stretching on hdpe and soft tip portions of axial score line. All companion delivery systems had presence crimp balloon pinhole leaks over the triple marker region, which prevented inflation of the balloon and deployment of the crimped valve. Consequently, the balloon shaft was cut to remove the delivery system from the sheath. Per clarification from reporting personnel, the delivery systems were tested by attaching the crimp balloon areas to a force gauge, which introduced the pinholes. No other abnormalities were identified. For sample number 2, distal tip was torn along liner edge and beyond the expansion pathway beneath the axial score line. All score lines were present. The tip opened along axial score line but with minor stretching on hdpe and soft tip portions of axial score line. Hdpe stretching present beneath axial score line opening. All companion delivery systems had presence crimp balloon pinhole leaks over the triple marker region, which prevented inflation of the balloon and deployment of the crimped valve. Consequently, the balloon shaft was cut to remove the delivery system from the sheath. Per clarification from reporting personnel, the delivery systems were tested by attaching the crimp balloon areas to a force gauge, which introduced the pinholes. No other abnormalities were identified. For sample number 3, a minor distal tip tear along liner edge. All score lines were present. Tip opened along axial score line. Hdpe stretching present beneath axial score line opening was present. All companion delivery systems had presence crimp balloon pinhole leaks over the triple marker region, which prevented inflation of the balloon and deployment of the crimped valve. Consequently, the balloon shaft was cut to remove the delivery system from the sheath. Per clarification from reporting personnel, the delivery systems were tested by attaching the crimp balloon areas to a force gauge, which introduced the pinholes. No other abnormalities were identified. Due to condition of the returned devices (distal tip torn), no applicable functional testing was able to be performed. Due to the nature of the complaint, no relevant dimensional testing was able to be performed. Device imagery was provided, and he three devices all showed distal tip tears but were not separated. Material stretching was also observed throughout the distal tip. The complaint event did not occur in patient anatomy, but rather design verification testing. However, the following instructions were reviewed to capture relevant device preparation and use: IFU for esheath, IFU for commander delivery system, device preparation training manual and procedural training manual. No IFU/training deficiencies were identified. Although the complaint was confirmed, a complaint history is not required, as the issue has been previously identified in a pra and CAPA, which captures root cause analysis for the issue. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip. The risks outlined in the pra remain the same; the pra documents the potential for procedural delay, percutaneous/surgical intervention, tissue damage (minor), and embolism, none of which occurred in this case, as no patient harm was reported since there was no patient involvement. The re-escalation threshold for this issue was not exceeded as trending analysis indicates complaint rates remain within the monthly control limit for may 2021. The pra remains applicable and no further action is required. A CAPA was previously initiated to pursue potential process improvement activities regarding tip expansion, which was previously identified. The CAPA is closed. The sheath from this complaint event was manufactured prior to the corrective action. The complaint was confirmed. However, no manufacturing nonconformance was identified during evaluation. A definitive root cause is unable to be determined. The failure modes are likely related to improper expansion of the sheath tip during thv advancement. A pra has been previously initiated to document investigation and assess associated risks for the issue. A CAPA captures process improvement activities regarding tip expansion which were identified during the investigation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.